Event description:
It was observed that during the device evaluation, the colonovideoscope had corroded air and water nozzles, and the air and water supply cylinders were also corroded. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was likely that the following led to the malfunction: a cause for the corroded air and water nozzles and the corroded air and water supply cylinders could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.